Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose (bg) level was 500-550 with high ketones. The customer's family member drove them to the emergency room (ER) where they were treated intravenously with insulin. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.